Event description:
Globus medical, inc. Received notification from a sales representative, via e-mail that two globus manufactured spacers had retropulsed after one year. Pt had lumbar decompression and fusion l4-s1 on (B)(6) 2013. Revision surgery took place (B)(6) 2014, for the removal of l4-l5 and l5-s1 cages. It was reported in a medwatch from the user facility, the operating surgeon felt there was no malfunction of the implanted devices, but rather pt non fusion resulted in the retropulsed cages.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough review could not be conducted as the lot number was not provided. The implants were not returned for evaluation. A conversation with the rep confirms the implants were inserted after discectomy and trialing per standard tlif technique. The operating surgeon did not deem the incident as a result of implant malfunction. The complaint is deemed indeterminate.